Manufacturer narrative:
(B)(4).

Event description:
It was reported that while stimulation was turned on the patient reported that the stimulation was too strong in her legs. It was noted that the patient typically ran stimulation at 1.5v. It was further noted that stimulation started to feel too strong on (B)(6) 2012. It was noted that the patient decreased stimulation to .7v it helped with her leg pain but her feet had started to hurt. It was further noted that the patient¿s leg and foot pain did not seem to be covered. It was noted that the patient attempted to contact manufacturing representative and that her doctor advised her to visit nearest hospital. It was further noted that the patient programmer only showed one program available. Additional information received reported that the stimulation is jumping up and down. It was noted that the patient was upset because her programmer had not been delivered yet. Additional information received reported that the patient experienced an overstimulation sensation. The reporter stated that her stimulation is set too high and it is painful. It was further noted that she did not have her programmer to turn it down. It was noted that she could use her recharger to shut stimulation off. It was noted that her pain was too high to turn stimulation off. It was noted that the patient was upset because she was told her patient programmer would be shipped overnight but the order was set up with standard 2 business day shipping.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3708160, serial #(B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).